Manufacturer narrative:
Unit received with missing segment/display anomaly due to cracked and bleeding lcd glass. Unable to perform a 21 error test and displacement test or verify frozen screen, button keypad anomaly due to cracked/bleeding lcd class. Pump was cut open to perform visual inspection no unlocked j2/lcd keypad connector and no moisture damage on the electronic assembly, battery connector, motor, vibrator during visual inspection. The p-cap locks properly into the reservoir compartment. Following were noted during visual inspection: scratched case, stained keypad overlay, stained address/serial number label, stained end cap sticker. In summary, unable to confirm frozen screen, button keypad anomaly due to cracked and bleeding lcd glass. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced frozen screen, keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-712ews. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-712ews was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.